Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 280 mg/dl, weakness, dehydration and pharyngitis. A correction bolus was delivered to address bg level prior to arriving at the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, multiple intermittent occlusion alarms occurred. System check was performed no issues were identified. Customer changed the pump supplies and resumed insulin delivery.